Manufacturer narrative:
(B)(4). A review of the related device history records (DHR) for the reported lot number, 117668m, has been performed; no anomalies were found. The product was released based on the products acceptance criteria. A complaint history examination indicates 5 additional complaint(s) associated with this cutting instrument lot. Sample received by a company representative and sent to manufacturing site.

Event description:
This is one of ten reports being filed for the same facility. This report is for the event occurred on (B)(6) 2015 with one of the three knife lots used.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during an ophthalmic procedure, three knives from three lots were used but did not cut. A stand alone knife was used as a substitute and the procedure was completed with no impact to the patient. This report represents one of the three knife lots used.

Manufacturer narrative:
H.3., h.6., evaluation summary: one opened slit knife was received for the report of did not cut. The sample was examined and was found to be visually nonconforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the products acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. A root cause cannot be determined for the complaint as described by the customer. The exact root cause for the damaged knife is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. A training presentation on handling techniques was prepared under a corrective action and will be provided to the account representative for this entity to discuss proper handling of blades. In addition, a nonconforming investigation has been initiated to investigate an increased trend in dull blade complaints and to identify if further actions are warranted. An effectiveness check will also be established and monitored upon completion of these actions.

Manufacturer narrative:
H.3., h.6., evaluation summary: one opened slit knife was received for the report of did not cut. The sample was examined and was found to be visually nonconforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damage of the sample. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the products acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. A root cause cannot be determined for the complaint as described by the customer. The exact root cause for the damaged knife is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. A training presentation on handling techniques was prepared under a corrective action and will be provided to the account representative for this entity to discuss proper handling of blades. In addition, a nonconforming investigation has been initiated to investigate an increased trend in dull blade complaints and to identify if further actions are warranted. An effectiveness check will also be established and monitored upon completion of these actions.